Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 13-sep-2017 a field service engineer (fse) replaced a defective syringe-l. The instrument was performing within specifications. A 13-month complaint history review for serial number (B)(4) found two (2) similar complaints during this time period, which includes this event. The g8 operator's manual states error message 706 syringe-l occurs when an operational error occurs with the large syringe. The operator is instructed to inspect the large syringe. The most probable of the reported issue was due to defective syringe-l.

Event description:
On (B)(6) 2017 a customer reported getting 706 syringe-l error and 102 pressure limit over error messages; therefore, was unable to run patient samples for hba1c. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.